Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg would not connect to external devices. Patient reports having multiple surgeries. The ipg may be in service app mode, and is inoperable. As a result, surgical intervention occurred on (B)(6) 2021 wherein the ipg was explanted and replaced. The patient has effective therapy post operatively.